Event description:
It was reported that the local field representative discussed the option of replacing the lead. No repair kit was used to repair the lead and the lead was left as is and remains implanted and in service.

Event description:
It was reported that during a routine device replacement procedure, difficulty was encountered with inserting this chronic right ventricular (rv) defibrillation lead into the header of the replacement device. The lead was removed and re-inserted with success, however, lead insulation material was then noted to have come off of the tip of the lead. Lead diagnostics were noted to be stable and within normal limits. Technical services discussed the integrity of the lead cannot be guaranteed and discussed the option of replacing the lead. Available information indicates the procedure was completed and this lead remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.